Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the first of three reports. Refer to 3011270181-2025-20006 for the second report refer to 3011270181-2025-20007 for the third report. It was reported, the doctor reintubated the patient; however, after reintubation the endotracheal tube(ett) cuff popped, which resulted in a delay in treatment for the patient and trauma to the patient's esophagus.

Manufacturer narrative:
H6: (appropriate health impact term/code not available): trauma to the esophagus. The product involved in the report has not been returned for evaluation, additionally no photographic or videographic evidence was provided. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. The device history record for lot cm4289003 was reviewed and the product was produced according to product specifications. A review was performed, based on the provided part and lot numbers, no trend was noted. All information reasonably known as of 19 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sun med holdings llc. Product is defective or caused serious injury.